Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty inserting the guide wire was not confirmed. The investigation was unable to determine a conclusive cause for the difficulty inserting the guide wire; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device, using the pre-close technique, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the proglide device would not backload onto the guide wire. The sheath was upsized to 17f and the evar procedure was completed. Two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.